Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: the pump was powered on and the display functioned properly. The complaint of a blank display was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following: there was moisture observed in the battery compartment and visible through the display lens. A leak test was performed and a leak was found in a crack in the battery compartment along the side. The pump was opened and moisture was observed throughout the inside of the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.